Event description:
Information was received indicating that a smiths medical epidural catheter was removed and the blue tip was missing from the end of the catheter. The catheter was able to be easily removed with no resistance. There were no adverse events reported or additional information provided.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during the device history record review. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
Additional information was received: "mw 5101535 - missing tip did not show up on x-ray or CT scan. Unable to locate. No foreign bodies identified.